Manufacturer narrative:
The reported alarms for high oxygen concentration were not reproduced during test of the returned oxygen-gas module in a reference ventilator. No alarms were generated during ventilation. It was revealed in the production test system for gas modules that there were oscillations caused by a drift in the electronics. If oscillations happen during ventilation, the gas module may deliver a higher flow that may result in a higher oxygen concentration in the gas mixture than expected. The pressure may also increase. The failure was confirmed in the received device logs. Why the electronics has drifted, could not be determined in this investigation.

Event description:
Manufacturer ref: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient it displayed an o2 concentration high alarm. There was no patient harm. (B)(4).